Event description:
Philips received a complaint from the customer reporting the v60 ventilator would not enter standby mode. The device was in clinical use. There was no report of harm. A manufacturer's product support engineer (pse) evaluated the issue and reported the stated issue of the unit not going into standby could not be duplicated. The unit went into standby mode each attempt during evaluation. No abnormal events were stored in the log that would point to an internal system failure that would lead to stated issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.